Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialysate line of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the dialysate pump tubing segment was cut, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.